Event description:
The user reported that the unit had stopped working closer inspection revealed a cut in the cord near the strain relief. The condition of the cord suggests that it was caught in something and damaged.

Manufacturer narrative:
The user reported that the unit had stopped working. Closer inspection revealed a cut in the cord near the strain relief. The condition of the cord suggests that it was caught in something and damaged. A CAPA project ((B)(4)) has been initiated to resolve this issue. The condition of the cord suggests that it was caught and damaged in some mechanism which caused the cord to fail.